Manufacturer narrative:
Upon event review, this event renders the device unusable and will be noticed by the clinician prior to releasing the device for patient use. The information provided does not reasonably suggest the event will cause or contribute to a death or serious injury of a patient, user or other person if this event recurred. Therefore this event is deemed not reportable per 21 cfr part 803.

Event description:
It was reported that following the insertion of the midline, the extension set would not connect to the device. A new extension set with a 3-way stopcock was successfully connected to the initially placed powerglide. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that following the insertion of the midline, the extension set would not connect to the device. A new extension set with a 3-way stopcock was successfully connected to the initially placed powerglide. No patient injury was reported.